Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed (administered 100ml over an hour when pump was only set for 7ml/h). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification and evaluation did not confirm or reproduce the reported symptom of "administered 100ml over an hour when pump was only set for 7ml/hr". During evaluation, there were no discrepancies identified associated with the reported problem. The device was tested per preventative maintenance procedure and passed, delivering within the +/- 5% specification. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08541 can be removed from the FDA database.